Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having excessive air bubbles in reservoir. Customer reported that air bubbles were large and also had a lot of small ones. Customer reported that insulin was also leaking, which customer was advised that they were due to air bubbles. Customer's blood glucose began to drop to 47 mg/dl. Troubleshooting was performed and customer was advised that reservoir was not filling properly and not to use. Customer advised that he would continue to use the only vial available and disconnected the call.